Manufacturer narrative:
Device was received deployed. Corrosion was observed on the pcb assembly and the top and bottom batteries. Download data shows an 0x40 alarm was generated during operation. No timeouts or drive stalls were noted, but the rotational sensor failed to transition towards the end of the run. During investigation, an internal leak in the fluid path was found inside the device which caused the corrosion. The corrosion and internal fluid caused abnormal rotational sensor readings which triggered the reported alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 500 mg/dl, while wearing the pod on the arm between 4 and 24 hours. A hazard alarm was emitted. A new pod was applied to treat the hyperglycemia.